Manufacturer narrative:
Additional information: b5, g3, h2, h3, h11.

Event description:
During an rf atrial fibrillation procedure, after inserting the sheath into the patient the hemostasis valve detached. Upon removal from the packaging, it was noted that the lumen had a crack. It was initially thought to be only an aesthetic issue. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Event description:
During an rf atrial fibrillation procedure, after inserting the sheath into the patient the hemostasis valve detached. Upon removal from the packaging, it was noted that the lumen had a crack. It was initially thought to be only an aesthetic issue.